Event description:
It was reported staff nurse was obtaining bloods from PICC line of patient. On flushing the PICC line staff nurse noticed leaking fluid from the PICC line. Staff nurse alerted nurse-in-charge who then notified nurse led PICC service. PICC line fracture was observed by staff and then removed as fractured. Doctor was informed. Patient was cannulated for todays chemo. PICC removed and new referral for PICC required additional information 08/22/2024: patient attended spu for repeat fbp prior to seeing dr, PICC line insitu. Prior to taking blood patient stated that the district nurses had experienced issues taking blood and while flushing the PICC line the dn's and patient noticed oozing/leaking from exit site, covered by biopatch. Fbp taken no issues, good venous return. PICC dressing removed, biopatch removed, PICC line flushed with nacl. Leaking noticed from exit site. Patient did not complain of any pain or discomfort. But patient did state he had experienced pain when the dn's were flushing it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported staff nurse was obtaining bloods from PICC line of patient. On flushing the PICC line staff nurse noticed leaking fluid from the PICC line. Staff nurse alerted nurse-in-charge who then notified nurse led PICC service. PICC line fracture was observed by staff and then removed as fractured. Doctor was informed. Patient was cannulated for todays chemo. PICC removed and new referral for PICC required. Additional information 08/22/2024: patient attended spu for repeat fbp prior to seeing dr, PICC line insitu. Prior to taking blood patient stated that the district nurses had experienced issues taking blood and while flushing the PICC line the dn's and patient noticed oozing/leaking from exit site, covered by biopatch. Fbp taken no issues, good venous return. PICC dressing removed, biopatch removed, PICC line flushed with nacl. Leaking noticed from exit site. Patient did not complain of any pain or discomfort. But patient did state he had experienced pain when the dn's were flushing it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 5 and 6cm mark on the catheter body. The catheter was flattened between the 2cm and 4cm marks. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.